Manufacturer narrative:
Patient''s weight unknown. Relevant tests/laboratory data unknown. Other relevant history unknown. The device was discarded, thus no investigation could be completed. Vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function and occlusion. A spectranetics lead locking device was inserted into the lead to provide traction. The physician began the extraction by using a spectranetics 14f glidelight laser sheath. After removal of the rv lead, the patient''s blood pressure dropped. Rescue efforts began, including rescue balloon, and the patient''s blood pressure stabilized. The rescue balloon was deflated and the re-implantation of the new rv lead commenced. While attempting to place the lead, it was not entering the right atrium (ra) through the superior vena cava (svc). The physician stated he must have dissected the svc and the rescue balloon tamponaded the dissection, which resolved on its own. The case was aborted without re-implantation of a new rv lead. A dual chamber ICD lead was temporarily implanted until the patient heals and re-implantation of a new rv lead can be scheduled. This report captures the 14f glidelight in use when the dissection occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.